Event description:
My son has had 2 omnipod 5 pumps, beginning with the lot # ph1u, which is the beginning # of a recently recalled lot # of recalled pumps, which have seemed to not work as they should. The first pump, lot # ph1u05122531, he remained high almost the entire time he was on this pump, yet when I changed his pump, and intentionally used a pump with a different starting lot # of ph1m, he had normal blood sugar readings. Then, yesterday, we used another pump beginning with the lot # ph1u (lot # ph1u091222531), and he remained high all day, again, and remained so high, that his pump, which we fill with 200 units of insulin, and normally lasts him 2 days, ran out of insulin in 24 hours! I have checked and neither of these two lot#s are on omnipod's recalled pump list, for having a defective part. However, we were affected by the recall, and we had pumps that were on the recall list, and so we received replacement pumps, after realizing our pumps with the lot # ph1u10222531 were on the recall list. So, now, I can't help but wonder, if there are actually more affected pumps, with this same beginning lot #, which begins with ph1u, since we have had two situations where we have not had sufficient glucose control using pumps with this beginning lot # , or so it has seemed, even though these specific lot #s are is not currently listed as a affected pumps, when I have checked these #s, using omnipod's lot # recall checking system. Thank you for your time and attention with regard to this matter. Sincerely- (B)(6). Pt code: 1905. Device codes: 1420, 2588, 3023. Ref report: mw5186216.